Event description:
It was reported that the customer noticed insulin in the reservoir compartment when the reservoir was changed. No further information was provided.

Manufacturer narrative:
Inspected two sealed reservoirs and two opened and the manual prime and high-pressure test were performed. The reservoirs passed the tests and no leaks or defects in the o-rings/stopper grove were observed during analysis. All the reservoirs were connected and locked in place properly.